Event description:
(B)(4). Essure implanted (B)(6) 2016. Covered by insurance provider. Beginning on (B)(6) 2016 started having bleeding and cramping , non related to menses. Approximately 8 days after implantation, started having pain on right pelvic side . Pain continued to worsen. Bleeding became worse with large blood clots required feminine pad changing every hour, sometimes more frequently. On (B)(6) 2016 had urgent visit with on call obgyn. Due to unable to see right side coil via vaginal u.s, proceeded to having several other tests done , another vaginal u.s, abd u.s, vaginal camera scope , early hsg with pelvic x-ray. Right side coil was verified in the right tube, per md " deeper into right fallopian " causing pain . Md recommended follow up with primary obgyn. Went to ER on (B)(6) 2016 due to severe pain and clotting. Labs showed mild anemia . After consult via ER md and on call obgyn , given pain shot and advised to rest and follow up with obgyn. Had follow up with my obgyn on (B)(6) 2016. Discussed options and moved forward with essure removal which included bilateral salpingectomy . Scheduled as urgent on (B)(6) 2016. Since the beginning of essure implants, I immediately started having extreme joint pain in both legs and pelvic area. Pain in legs included numbness in right leg occurring randomly throughout the day. I also experienced increased dizziness on a daily basis, usually lasting throughout the day. Due to the increased pain, my appetite was affected and I lost 12 lbs from (B)(6) 2016. Previous to essure I was diagnosed with asthma, glaucoma , compressed l4/5. (Asymptomatic l4/5 prior to essure).